Manufacturer narrative:
The insulin pump alarmed for a motor error and a software error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump experienced a motor error alarm while rewinding. In the alarm history there were some motor error alarms and motion sensor test failure alarms. The customer's blood glucose level was not reported. The product is returning. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).